Event description:
During evaluation at bench repair, it was identified that the device had no audio. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that no speaker sound was audible at start up test, and speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The customer was provided with a replacement device to resolve the issue.